Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and a blank display. Customer stated the insulin pump is not working, is shutting off. Customer's current blood glucose was 150mg/dl. Customer stated they do have a aaa battery to test with insulin pump. Customer's blood glucose was 420mg/dl. Advised the customer we will ship a replacement battery cap. In addition, to insert a new battery, if display does not return to revert to back up plan.